Manufacturer narrative:
The suspect device is expected to return for evaluation. A supplemental report will be submitted once the evaluation is complete.

Event description:
The account alleges that during an embolization procedure, the catheter tip detached within the patient. The vessel at the time of cannulation was tortuous, and the catheter tip fractured into two pieces within the patient fortunately, they were able to remove all foreign bodies from inside the patient. No additional patient consequences to report.

Manufacturer narrative:
The suspect device was returned for evaluation. The complaint was confirmed, however, a root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified.